Event description:
A hospital in another country, reported through our distributor that when the hospital staff opened the packaging, an rt127 infant breathing circuit, the red flow restrictor was missing. No patient consequence was reported.

Manufacturer narrative:
The returned device was visually inspected. Results: the red flow restrictor was missing from the returned circuit. A lot check revealed no other similar complaints for this lot number. Conclusion: it is likely that the red flow restrictor was omitted during our assembly process. We have an open CAPA item to address such complaints and to put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for the last 11 months of 0.006 %.